Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the batteries in the perfusion system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the backup batteries are not holding a charge. Since the event occurred during preventative maintenance, there was no patient involvement.